Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/18/2025 the user reported fluctuating blood glucose levels, including a low of 53 mg/dl which were self-treated with oral glucose and a high of 300 mg/dl. The user planned to contact the healthcare provider regarding possible therapy adjustments related to a new diet. No hospitalization or long-term health effects were reported.